Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed (B)(4) applications were performed using an afapro28 balloon catheter identified with lot number 37546. The patient file did not show any system notice on the reported date of the event. The received failure file did not contain any failure records for the date of the event. In conclusion, the reported clinical "perforation" issue occurred during the procedure and the reported death occurred post-operatively with no indication of a relation of the adverse event and death to the performance or a malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 106e2 (serial: (B)(6)); product type: 0628-console & spare parts; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after almost three weeks following a successfully completed cryoablation procedure, the patient presented with dizziness, chills and sweating.  The patient had a gastroscopy two days later and was subjected to resuscitation which was successful. The patient was then transferred to another clinic where a thoracotomy was performed and a perforation of the lower left pulmonary vein with a esophago-pulmonary venous fistula was found. The perforation was surgically closed. Subsequently, a computerized tomography (CT) showed pronounced brain damage, likely due to air embolism from the gastroscopy that was completed with another manufacturers products. The patients brain death was confirmed on the same day and an autopsy was scheduled.